Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-01514. It was reported during a permanent implant procedure the lead showed invalid high contacts. The physician removed the lead and replaced it with a new one. The second lead also showed multiple invalid contacts. The physician left the second lead implanted and gave the patient time to recover. The procedure was extended approximately thirty minutes. The next day the patient was programmed and all contacts were valid and the patient has effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.